Event description:
The device was used during an open rectosigmoidectomy. The device stapled the tissue, however it did not cut. Another device was used to complete the case. There were no consequences to the patient.